Event description:
It was reported that the pt experienced a loss of therapeutic effect and had no stimulation sensation. Approximately three and a half months later, the pt reported continued problems with the system. The pt also noted the stimulation had not been working for four years. The pt was scheduled for a replacement.

Manufacturer narrative:
(B) (4).